Manufacturer narrative:
On 28 june 2017 the r&d project manager performed a preliminary investigation for this case and commented as follows: from the information received, it is not possible to define the root cause of the event. The only hypothesis is that the surgeon might have used a trial head one size smaller than the liner size, for example using a 36mm trial with 32mm liner.

Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the lot of the instrument is unknown. Not available.

Event description:
During surgery, the trail head (size s-3.5 36mm head trial - green) would not dislocate from the implanted cup. The surgeon had to destroy the trial head to remove it from the cup. The surgeon washed out the hip and implanted a permanent head. The surgery was delayed approximately 20 minutes. The surgery was completed successfully. Instrumentation is not available.